Manufacturer narrative:
Although requested, the affected product has not been received. A follow up report will be submitted with investigation results should the devices be received for evaluation.

Event description:
Received a copy of the customer's medsun report from FDA, which states ¿total parenteral nutrition (tpn) drugs were leaking from IV tubing." Although no harm was reported, "other serious (important medical events)" was selected in b.2 of the medsun report.